Event description:
It was reported that a patient experienced puffy skin with red dots (where the tape was present) that looked to be possible filled with puss within 4 hours of use of the product. The patient visited the emergency room where she was seen and treated prophylactically with an antibiotic. She previously was put on antibiotics for an infection following a gastrointestinal surgery and as a result is wearing a wound vac. The reaction was noticed during a dressing a change. The wound vac was removed and the reaction appears to be drying out.

Manufacturer narrative:
.